Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter and the collecting bag attached to it were received and physically investigated. During physical investigation, the collecting bag tube had no issues. The test guide wire went through the catheter with huge resistance till the metal gear wheel. The catheter had to be flushed due to heavy clogging. The aspiration test was performed, and slightly lower aspiration level than nominal was achieved. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqx; mcw), g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a rotarex device. During the procedure, it was reported that the rotarex tip was allegedly stretched from end of the catheter. It was also reported that, after some time device allegedly lost flow and the catheter got hot. Further it was reported that the device was extremely hard to take out of the body over the wire. The procedure was completed successfully with a laser atherectomy and balloon. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. D2.b. (Dqx; mcw). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a rotarex device. During the procedure it was reported that the rotarex tip was allegedly stretched from end of the catheter. It was also reported that, after some time device allegedly lost flow and the catheter got hot. Further it was reported that the device was extremely hard to take out of the body over the wire. The procedure was completed successfully with a laser atherectomy and balloon. There was no reported patient injury.